Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that code 4625 (to capture sutures) was missed in the initial report submitted. Therefore, this report is submitted to correct this. Field below updated: section h6: health effect impact code: 4625 (to capture sutures). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product return status has not been provided. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the doctor that he had to explant a symfony intraocular (iol) lens from the patient's right eye (od), due to the patient experiencing halos while driving at night. Symptoms significantly affected daily activities. At explant, an incision enlargement, and sutures were required, medication was prescribed. No other information was provided.